Event description:
(B)(4). Provided by (B)(6), it is hard to list individual dates and times it effects me since it is ongoing and daily. Fatigue, heart palpations, racing heart rate that I have worked with my dr to try and resolve but he can't figure it out. Sudden high blood pressure now on medication for. Rapid weight gain, major hair thinning, constant metallic taste in mouth. Changes in discharge of vagina. Horrible painful periods with major blood clot issues. Skin sensitivity and bouts of full body itching without relief for hours. My teeth are rotting out if my head so fast I can't keep up with all the dental issues. None of these things were present before essure, I never put it together till other women reported the same things happening. I want these out of my body!!